Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 4 months following the implant of this transcatheter bioprosthetic valve, mild-moderate paravalvular leak (pvl) was observed. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.